Event description:
A report was received stating that a leak was found in the tracheostomy tube cuff after three weeks of use. The patient reportedly was not feeling ventilated adequately; therefore, the tracheostomy tube was replaced by the patient's clinician. No permanent adverse effects to patient were reported.

Manufacturer narrative:
Manufacturer completed the entire form. The device was not returned to the manufacturer for device evaluation. When and if the device become available and is returned and evaluation, the manufacturer will file a follow-up report detailing the results of the evaluation.